Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was reported as 68 mg/dl and 147 mg/dl. Customer just had a baby and is in the hospital. Customer was able to clear the alarm but is still receiving a button error alarm if she has it off. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan her health care professional's instructions. No additional information provided.